Manufacturer narrative:
The investigation has been started since the complaint (B)(4) was received, the following contents have been conducted: 1). Event verification at hospital. A. Getinge france field service engineer (fse) visited the hospital as planned, no any injury was reported. B. Fse tried to reinstall the reported ceiling cover but unsuccessful, so the ceiling cover of this moduevo was replaced with a new one and verified acceptable. Now the hospital had been released for clinical use. C. Fse checked other ceiling covers in this hospital, no similar problem was observed. D. Fse returned the reported ceiling cover to getinge suzhou for further investigation. 2). Investigation at getinge suzhou. A. The complaint history record has been reviewed and no feedback relevant to the reported pendant during installation or use was received in history. B. Return device evaluation. The reported ceiling cover was returned to getinge suzhou and the verification/analysis was performed by the investigation team as below. I) visual inspection, it¿s observed the brackets of ceiling cover pieces were deformed ii) dimension check according to drawing specification, there is no any abnormal indicated. Iii) installation check, the brackets were found could not attach to the frame correctly because of the deformation, the ceiling cover could not be installed normally. Iiii) investigation of the bracket deformation. The DHR (device history record) of the pendant was reviewed, the ceiling cover passed 100% incoming inspection, no material or manufacture abnormality prior to delivery was observed. The pendant was designed and evaluated according to iec 60601-1 requirements. The design of ceiling cover was demonstrated robust from the verification test result. According to the communication with fse in france who is in charge of the investigation on site, he stated that he aware the bracket deformed and it¿s probability because of hardly press when he tried to reinstall the reported ceiling cover, no indication of deformation during the first installation and customer using could be confirmed. In summary, the returned ceiling cover brackets were found deformed, but it¿s not indicated occurred during the first installation or customer using, which concluded not the root cause of falling of the cover. 3). Evaluation of the fse installation process a. According to the installation manual of moduevo (2022-12 im 009101001 en ed1i ), point 6.3.2 ¿flat ceiling cover¿ message has stated that ¿adjust the screws to make the screw head is above the false ceiling, and the distance is 10mm. Refer to the installation instructions of semi-curved ceiling cover to install the flat ceiling cover, the screw head shall be inserted into the bracket.¿ b. Based on detail communication with the fse, it¿s indicated that the instruction was not fully followed in this case, the distance was not measured and fse could not make sure whether the screw head inserted into the bracket correctly or not. If the bracket was not inserted correctly, the two pieces of the cover could not be engaged and fixed as intended, it¿s probably caused the ceiling cover dropped during customer using. In summary, there¿s no deficiency identified from production relevant to the ceiling cover falling down. The communication with fse indicated the most probable root cause is improper installation due to negligence of following installation manual, which caused ceiling cover falling down. This is the first incident reported from the field, which is believed to be an isolated case, the trending of the reported issue will be monitored continuously. Remedial action: 1. Getinge field service engineer repaired the reported device by replacement of ceiling cover, and verify it could operate as expected and then release it for use. (Action is completed in jan-2024). 2. All moduveo in the same hospital have been checked and confirmed no similar issue existed. (Action is completed in dec-2023). 3. Require a refresh training regarding the installation manual and checklist for installation team. (Action is planned in mar-2024) 4. Additional fixing on the cover holder will be studied.

Event description:
On nov 30th., 2023, getinge france received a complaint from the hospital in france that one piece of ceiling cover from ceiling supply unit fell off in neuro-resuscitation ward. There was no injury reported. The ceiling supply unit manufactured by getinge suzhou which is made up of a number of modules that can be configured with one another. The ceiling cover is one component of the unit which located below the customer's facility intermediate ceiling.

Event description:
On (B)(6) 2023, getinge france received a complaint from the hospital in france that one piece of ceiling cover from ceiling supply unit fell off in neuro-resuscitation ward. There was no injury reported. The ceiling supply unit manufactured by getinge suzhou which is made up of a number of modules that can be configured with one another. The ceiling cover is one component of the unit which located below the customer's facility intermediate ceiling. (Refer to the description as attachment 01 for product introduction regarding ceiling cover ).

Manufacturer narrative:
(B)(6). Getinge service engineer has visited the hospital when the claim was received, and performed an initial inspection on the involved unit, found the exterior seal of ceiling cover is damaged, and ordered new part to replace. Before replacement arrives, fse has agreed with the customer to fix the problem by installing a plastic cover in place of the ceiling cover. Getinge suzhou has requested the reported component back for further analysis, and collecting more information to proceed with the further investigation, the result will be provided in follow-up/final report. H3 other text : requested, not received so far.